Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for lot number 14f0307g shows that there is no manufacturing anomaly and no other complaint regarding this lot number. The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved product were provided. It was not possible to determine the root cause of the blood leakage from the pictures provided. No damage could be identified in the pictures. No leakage was reported during the priming. The exact root cause of the external blood leakage remains unk.

Event description:
A pt in (B)(6) was undergoing continuous renal replacement therapy (crrt). During treatment, the medical staff observed an external blood leak of approx 20 ml at the venous blood port. No further info was provided and it is not known if the blood in the extracorporeal circuit was returned to the pt or not. The pt was not symptomatic as a result of this event and did not require medical intervention.